Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline tear. A review of the log file revealed no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images of the damage were provided for review. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: there were no plans to repair or replace the driveline as there were no alarms or noted damaged to the internal wires.